Event description:
The customer stated that she tested her blood glucose and received a result of 425 mg/dl. She retested right away and received a reading of 101 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.